Event description:
According to the customer, 2 accu tni test results from 2 different patients did not match their other cardiac run and the results were repeated. The incorrect results were caught by the lab and not reported. All access samples were poured off into a beckman coulter sample container and run in 12 x 75 pour-off rack. Both samples were run at the same time. All samples were spun for 10 minutes at approximately 2500 rpms. Sample a: initial result was 5.17 ng/ml and the repeat result was 0.01 ng/ml. Sample b: initial result was 6.74 ng/ml and the repeat results (in duplicate) were 0.02 ng/ml. Erroneous results were not reported out of the lab.